Event description:
It was reported that during a ptca/stent procedure in the distal rca, resistance was encountered after deployment of a stent at 12 atmospheres. The 3.0mm stent delivery system (sds) was then used to post-dilate the proximal end of the stent to 3.5mm (the pressure was not reported). Resistance was encountered between the sds and the guide wire during removal. No pt injury was reported from this procedure. This report is being made based on investigative findings.